Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-02618. Related manufacturer reference number: 1627487-2023-02046. It was reported that the patient experienced ineffective therapy due to lead migration and also experienced pain at the ipg site. As a result, surgical intervention may be taken at a later date.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the leads were repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.